Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on september 06, 2017: during an endovenous laser procedure, the laser fiber fractured when attempting to insert into the patient. The fiber had not penetrated the patient at the time of the fracture. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient as the fiber had not been inserted at the time of the fracture. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. A root cause for the event cannot be determined as a device evaluation was not performed; however, it does not appear to be manufacturing related. The customer's reported complaint description of a fractured fiber cannot be confirmed because no sample was provided. A lot history records search for the nevertouch kit and the fiber sub-assembly revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. Adequate process controls are in place to detect this failure. Although the fracture occurred inside the body, the patient suffered no injury. The instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).